Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the device used the bag broke when trying to extract the gallbladder, which had a large stone in it. The patient is alive and has no injury. To complete the case, the physician pulled the stone out without the bag. The device was discarded by the patient.